Manufacturer narrative:
The contracted service agent replaced the power pcb assembly but did not complete repairs and was unable to confirm the replacement power pcb assembly fixed the reported failure. The device was returned to physio-control for additional evaluation and repair. Physio-control evaluated the device and verified the reported issue. Physio determined that the replacement power pcb assembly did resolve the reported failure and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4): the third party service provider evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device would not power with batteries or ac source. There was no report of patient use associated with the event.